Event description:
Additional information was received from the patient. They reported that the cause of the stimulation in their lower stomach was determined and it was most likely due to it being set too high. The patient stated the x-ray showed that the stimulator was in place.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that their stimulator was not working anymore and reported they began to get strange vibrations in their lower stomach. Patient stated their doctor recommended patient get an x-ray to see if their stimulator is still in the right place so that they know whether they can continue using the stimulator or how they should continue using it. Patient reported they have been trying to get a hold of a medtronic representative for over a week . Patient stated they have asked to text, call at a certain time, or email patient but patient has been unable to get in contact with the rep. They immediately got an x-ray the next day per their dr's direction to check if their stimulator was in the right place. Patient stated their dr has passed x-ray results onto mdt and wants patient to work with mdt to review x-ray results. Patient stated they were told by their dr that mdt reps would contact patient regarding this. Patient stated their dr informed patient that mdt reps have got the x-ray results and patient wants to know what the x-ray shows, if their implanted system is in place, and is it safe for patient/should patient resume using the stimulator. Patient stated they will also inquire about settings if they can speak with a rep. Email sent to field staff.